Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.2 cubie pocket c5 was failed and it was not detected on bus. Customer had recovered the pocket, but the medications had been unloaded by the application. The field service engineer (fse) had identified a connection issue on the drawer board, then cleaned the contacts and secured the connections. Following these actions, the fse had tested the system using the hardware testing application (hta), confirming proper functionality. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, main drawer 2.2 cubie pocket c5 was failed and it was unable to recover. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.